Event description:
It was reported that 10 hours after the implantation the flow curve got really slow. After checking the connection between monitor and controller, no signal to the monitor could be established. The monitor was reported to be working fine with other controllers. The controller was checked in the lab and no communication between a monitor and the controller could be established. There was no reported patient injury. The controller was returned and received by the manufacturer on (B)(4) 2015.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. The reported event was confirmed during testing; the controller was not able to communicate with a test monitor. Analysis of the controller revealed that the device failed to meet specifications. Functional testing revealed that (B)(4) failed due to a user interface controller (uic) integrated circuit failure that prevented the unit from establishing communication with a monitor. There are no known clinical or user related factors that could have contributed to this event. The most likely root cause of the reported event is a uic circuit failure. The most likely root cause of the reported event is a uic circuit failure. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. We should implement these changes in regulatory reports are submitting, starting today. The controller was returned and received.